Manufacturer narrative:
Lot review: a review of suspect lot# 3050917 showed (B)(4) units were manufactured, tested, inspected and released in may 2015, citing no exception documents. A review of suspect lot# 3266193 showed (B)(4) units were manufactured, tested, inspected and released in may 2016, citing no exception documents. Visual analysis: 1/24/2017 - received: one used ch2000s-c, spinning spiros, lot# unknown; two new one ch2000s-c, spinning spiros, lot# 3050917; two new one ch2000s-c, spinning spiros, lot# 3266193. Functional testing: each was pressure leak tested. The new ch2000s-c spinning spiros performed without difficulty, however the used ch2000s-c spinning spiros was difficult to connect at the female luer end and when examined it was discovered that the female luer and female luer threads had been crushed. This damage resulted in leakage. Final investigation summary: the used ch2000s-c spinning spiros was returned with damage to the female luer and threads. This damage will result in leakage. It is not known when or where this damage occurred. The new/unused ch2000s-c spinning spiros met pressure leak expectations outlined in the product performance specification.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# unknown. Report states: the spinning spiros closed male luer, red cap at the end of the fluid line for chemotherapy was leaking at the fluid site. Patient called rn into room to find a small puddle of fluid in her bed. Cap was noted to be leaking and was able to remove cap from the fluid line. Replaced with a new cap and infused well since. Sheets were removed and bed was washed with soap and water." The rn reported to me that she received the chemotherapy from pharmacy as usual. She started the infusion and the chemo leaked from the IV tubing just as it entered the spinning spiros. She was able to remove the spinning spiros and replace it with product we had on the unit. She did not observe any difference between it and new product. The new product worked just fine and the patient received her chemo therapy. She gave me the product that she had concern about. I tried to attach a syringe to this product but was unable to. I believe this may have been because the spinning feature was activated. The connection felt "rougher" to me than usual. I tried the connection with new product and had no difficulty. Unprotected chemo exposure reported.